Event description:
It was reported that the device froze on the wire. An agent dcb 2.00 x 30mm was selected for percutaneous coronary intervention (pci). During procedure, the device could not retract guidewire and there were guidewire removal difficulties. The balloon fully deflated prior to removal. Then, the balloon pulled, and both the balloon catheter and guidewire removed from the patient in one piece. Another agent dcb balloon was successfully used to complete the procedure. There were no patient complications.